Event description:
The customer reported the generation of multiple erroneous low creatinine (crea) patient results and crea quality control (qc) issues on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for four (4) patient samples. Patient demographics were not provided.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the sample probe, sample syringe, reagent syringe, 3 way valves, a/b valve, bubble generator, wash collars, vacuum valve, wash collar, reagent syringe, drive & reagent syringe, a/b reagent switch driver, degasser, syringe pump drive, level sense assembly, cable solenoid loop b2, cable solenoid loop b3 and mixer driver assembly. The fse performed all necessary alignments and ran precision run with passing results. The fse ran samples and all results matched. The issue was resolved. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low creatinine (crea) patient results and crea quality control (qc) issues on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for... Patient demographics were not provided.